Manufacturer narrative:
(B)(4). Date sent: 7/30/2020. Device analysis: the analysis found that one psee45a device was returned with no apparent damage with two reloads present. The reload (b) was received with no apparent damage and partially fired 1/10. The reload (c) was received partially fired 2/3. Upon evaluation of the reload (c), the reload body, one piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with the returned reload (b) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Per photographic evaluation: upon visual inspection of three photos, the following was observed: the first photo shows a white reload loaded and appears to be unfired. The second photo shows a device from of top view with a white reload loaded and the jaws open. A blue reload can be seen inside of a plastic bag. The third photo shows a blue reload from top view with the pan totally dislodge, partially fired 2/3 and the reload deck on distal end can be seen damaged. Also, a loose driver can be seen damaged. Based on the photos the event describes are confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an endoscopic lobectomy, the second ecr45w reload could not be installed. The cartridge pan fell in the jaw and the physician removed the cartridge pan with forceps and installed a new ecr45w reload. The device would not fire farther that 1/4. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.